Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of high results for 1 patient tested for elecsys ft3 iii (ft3 iii) on a cobas e 411 immunoassay analyzer. The patient was initially tested on the e411 analyzer with an ft3 iii result of 19.44 pmol/l. This result was reported outside of the laboratory where the doctor questioned the result as it did not correspond to the patient¿s medical history. A 2nd sample was obtained on (B)(6) 2017 and the ft3 iii result from the e411 analyzer was 17.06 pmol/l with a data flag. The original sample from (B)(6) 2017 was repeated on (B)(6) 2017 and the ft3 iii result from the e411 analyzer was 19.82 pmol/l with a data flag. A 3rd sample was obtained and sent to an external laboratory on (B)(6) 2017 where a different, unknown method was used and the ft3 result was 5.3 pmol/l. There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(4). The last time preventive maintenance was performed was on 17-nov-2016.

Manufacturer narrative:
The 3rd sample obtained that was sent to an external laboratory on (B)(6) 2017 and the ft3 result was 5.3 pmol/l was performed by the siemens centaur method. Two samples from the patient were submitted for investigation. The customer's high ft3 iii results were reproduced. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This most likely caused the high ft3 iii results. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The incidence rate of the identified interfering factor is monitored on a quarterly basis.